Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that patient weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated their implant had turned off and they noticed a return of symptoms. They got their controller and confirmed it was off and they had to turn it back on. It was reported that there had been emi from security gates/theft detectors that may be related to the issue. They were redirected to their healthcare provider. No further complications were reported or anticipated.